Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The customer states that thecase was performed in an operating room with patient under general anesthesia when incident occurred. The rf generator was powered on at this point and immediately displayed an error and the surgeon had to abort the case due to rf generator failing. Investigation of the returned rfg2 generator on (B)(6) 2014 found the pca was determined to be in fault, and the rf cable needed to be replaced due it its age.